Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the root cause could not be determined. Two photographs of the implicated microintroducer/dilator/sheath were returned for evaluation. A visual observation of the photographs showed the dilator was still inlaid within the sheath, and the sheath had not been peeled. The tip of the dilator appeared deformed and jagged. The dilator appeared slightly bent near the distal end of the sample. No further details of the damage were observed. Due to the quality of the photographs, no obvious damage to the peel-apart sheath could be discerned. No obvious usage residues were observed on the sample in the photographs. There were no distinguishing features in the returned photographs which could aid in identifying a specific root cause of the damage. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, damage to the tip of the introducer sheath during PICC placement. It was reported this occurred with two devices. This report addresses both devices. No other information was provided.